Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) part number r16252 serialized with (B)(4) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components and voltage testing of the coin cell battery. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with an end of component real time clock battery cr3032, which caused the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank user interface module (uim) display, on this ventilator device. The customer stated no patient involvement with this event.